Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after falling due to lightheadedness. Upon initial interrogation, the programmer reported low voltage pacing output and the pulse generator entered into backup vvi mode. No intervention was performed at this time.